Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called the hospital due to a sudden damage to the system controller display. The controller screen had a vertical pixel line that was visible on both views, the standard and history screens. The line would intermittently become thicker. There were no further technical or functionality issues beyond the parameters not being able to be read in 100% detail. The hospital decided to exchange the controller to prevent any further issues. The affected controller would return.

Manufacturer narrative:
Section d4: catalog number: corrected manufacturer's investigation conclusion: the reported event of a vertical line in the system controller¿s lcd screen was confirmed via analysis of the returned controller. The returned system controller (serial number: (B)(6)) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, a white vertical line was also observed on the lcd screen. The white line did not prevent information from being displayed or read from the lcd screen. The returned lcd display was replaced with a known working lcd screen and the issues resolved, isolation the issue to the lcd screen. The reported event of a vertical line in the lcd screen was determined to be due to an issue with the lcd screen; however, further root cause for the lcd damage could not be conclusively determined through this analysis. Reports of similar events will continue to be tracked and monitored. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The system controller and backup battery were shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.